Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading between 250-high mg/dl. No bg meter comparison value was taken. The patient self-treated with insulin based on her high cgm values. Despite this, the patient¿s cgm value would not decrease below 300 mg/dl. The patient then began hallucinating, shaking, was nauseous, and had diarrhea. The patient asked her neighbor to take her to the emergency room. At the ER, the patient could not recall her specific bg meter and cgm values but mentioned the bg meter reading was ¿much lower¿ than the cgm values. The patient was treated with IV fluids and had blood drawn. The patient¿s sensor was also removed. The patient was discharged home after three days. The patient was feeling weak at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.